Event description:
The pump was returned to the manufacturer with no reason for explant and no additional information. Device not registered in the device registration system. No further follow up will be possible.